Event description:
Dexcom was made aware on 01/11/2023, that on (B)(6) 2023, the patient experienced a skin reaction. The sensor was inserted into the abdomen. A follow up phone call made by dexcom technical support to the patient on (B)(6) 2023, it was reported that the patient experienced a skin reaction. The sensor had been inserted in the abdomen. Prior to sensor insertion the area was cleansed with soap and water. The patient developed redness, inflammation, and an infection under the sensor patch and extending beyond the patch perimeter. On (B)(6) 2023, the patient consulted his doctor and had the skin reaction site checked. The healthcare provider (hcp) prescribed an oral antibiotic (doxycycline hyclate 100 mg every 12 hours) and a topical ointment (mupirocin 2% twice per day). At the time of the follow up call, the patient stated he started taking the medication on (B)(6) 2023 and the reaction site has healed. No photo was provided. There was no documentation of examinations or laboratory test performed. At the time of contact, it was indicated that the patient was doing well. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). Medical device problem code: 2993 adverse event without identified device or use problem. Medical device problem code: correction to disregard 3191 appropriate term/code not available.